Manufacturer narrative:
The analysis was performed on a cobas 6800 analyzer (serial number: (B)(6)). The investigation determined that the kit cobas 6800/8800 mpx 480t ce-ivd assay performed within specifications. A review of quality control data, complaint history, and non-conformance records did not identify any product-related issues. Analysis of system performance and ultrasonic data found no evidence of an instrument-related issue. The investigation was limited as ad-plates were not available for further testing due to logistical constraints. The most likely cause of the unexpected reactive result was identified as non-specific amplification (nsa), which is characterized by a late cycle threshold (CT) value, a non-sigmoidal growth curve, and non-reproducible reactivity. However, this could not be conclusively confirmed without additional testing or sequencing. The device remains in operation at the customer site, and no systemic issues with the reagents were identified.

Event description:
The initial reporter alleged discrepant results when using the kit cobas 6800/8800 mpx 480t ce-ivd assay on the cobas 6800 instrument. The customer reported an unexpected reactive result for hiv with a late cycle threshold (CT) value. Serology testing was performed on the same sample and was non-reactive. The sample was retested multiple times. The first repeat test, conducted using the same tube, was non-reactive. A second repeat test, using the tube previously used for serology, was also non-reactive. Subsequently, five new aliquots were prepared in separate tubes and tested with the kit cobas 6800/8800 mpx 480t ce-ivd assay, all of which yielded non-reactive results. The customer indicated that this retesting protocol is standard practice for samples with unexpected reactive results.